Manufacturer narrative:
Conclusion: based on the complaint history, the most likely root cause of this event was off label use.

Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and using the amo injection system and the lens tore upon insertion. Customer was aware that this is off label use. The lens was removed with any patient injury.